Event description:
It was reported that the patient presented with the preoperative diagnosis of degenerative spondylosis, l4-5, degenerative lumbar sc oliosis, and severe spinal stenosis. The patient underwent surgery which consisted of a microsurgical laminectomy, l3-l4-l5-s1; segmental spinal instrumentation, l3-l5; harvest of autograft; reduction of spondylolisthesis; reduction of deformity; posterolateral fusion, l3-l4 and l4-l5 and interpretation of biplanar fluoroscopy. Per the operative report ¿¿rhbmp-2/acs and allograft as well as harvested autograft were placed from l3 to ls¿¿ no patient complications were noted. (B)(6) 2011: the patient was discharged from hospital into comprehensive rehabilitation with gait disorder secondary to spinal stenosis. The patient was post op and noted continued back pain as well as lower extremity pain, right greater than left. (B)(6) 2011: the patient underwent a bilateral lower extremity venous study which revealed deep vein thrombosis involving the right popliteal vein. (B)(6) 2011: the patient underwent a bilateral lower extremity venous study which revealed deep vein thrombosis involving the right popliteal and right posterior tibial veins. (B)(6) 2011: the patient underwent a bilateral lower extremity venous study which was compared to previous study. The results noted again deep vein thrombosis (dvt) involving the right popliteal and right posterior tibial veins and a new dvt in the right peroneal and left gastrocnemius veins. (B)(6) 2011: the patient presented with gradually improving back pain however still daily pain. The patient reported lower extremity pain from the buttocks to the calf, left greater than right. The patient had also been diagnosed with bilateral lower extremity deep vein thrombosis. Lumbar imaging showed instrumentation intact and fusion mass noted. The patient was to begin weaning of narcotics. (B)(6) 2011; the patient presented with knee issues, left greater than right with limited rom and pain referred to the thighs. Medications: percocet. (B)(6) 2011: the patient presented with persistent complaints of low back pain and lower extremity pain referred to the thighs and knees, left greater than right. (B)(6) 2011: the patient presented with debilitating back pain. X-rays revealed significant scoliosis. (B)(6) 2011: the patient underwent an echocardiogram which showed a paradoxical apex and distal septum with normal; lvef about 55% and borderline lvh. The aortic valve appeared sclerotic but opened gradually. The left ventricle ejection fraction was normal with lvef of 55-65% with no wall motion abnormality. Lvh with reduced lv compliance. (B)(6) 2011: the patient presented with extreme pain and difficulty functioning. (B)(6) 2011: the patient underwent a CT scan which revealed scoliosis with scoliosis with multilevel degenerative changes; t11-t12 osteophyte formation; and at l4-l5, the left-sided trans-pedicular screw had migrated laterally and into the region of the pedicle and facet joint. It should be noted that there were also incompletely imaged interstitial lung changes in the lower lung fields. Lumbar MRI showed that the transpedicular screw at l4-5 on the left had migrated laterally; scoliosis; right lateral disc protrusion at l2-3; right foraminal narrowing at that level; left lateral disk protrusion at l4-5; area foraminal narrowing most pronounced on the left at l4-5; and an annular tear involving the lateral aspect of the disk l4-5. (B)(6) 2011: the patient presented with left side lower back pain that extended distally in the left leg in a femoral distribution. (B)(6) 2011: the patient presented with spinal stenosis, asthma bronchitis, and hypertension and was admitted to hospital. An EKG showed a sinus bradycardia with sinus arrhythmia. (B)(6) 2011: the patient underwent revision surgery. During surgery it was noted that there was evidence of pseudoarthrosis (left l3-5).

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.